Event description:
The jaws on the bipolar device broke. When complaint form was returned, reported following; the plastic tip of the cautery cut broke off in extremity. The tip was able to be retrieved without additional incision.

Manufacturer narrative:
The returned product was visually and functionally evaluated. The technician was unable to operate jaws. The inner shaft was bent causing the jaws not to operate. The upper jaw was broken, the broken portion of the jaw was not returned. Dried blood was observed inside and out of shaft.